Event description:
No additional information has been provided at this time.

Manufacturer narrative:
The following fields were corrected: g3 and h5. The following fields were updated per additional information received: h6. Additional information: investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/ organ perforation, tilt, abutting, and limited/inability to lift.the reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abutting and limited/inability to lift are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00644. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # of this initial medwatch report. (B)(4). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein post-dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, and organ perforation. Patient further alleges limited lifting/inability to lift. Per a report from CT (computed tomography) dated (B)(6) 2018, "ivc filter apex is at the level of the renal vein origins and is tilted to the right by approximately 10 degrees." "No fracture or bending." "Left anterolateral filter struts projects 7.5 mm beyond the ivc wall and possibly pierces through the posterior duodenal wall (3rd portion of the duodenum). Left posterolateral filter strut. Projects 5 mm beyond the ivc wall and abuts the right posterior lateral aortic wall. Right anterolateral and posterolateral struts about the ivc wall."